Event description:
It was reported that a health care provider (hcp) was unable to successfully insert the lead into the connector block. They tried to back out the setscrew but were unsuccessful. A different implantable neurostimulator (ins) was tried with no issues. The ins would be sent in.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis found non-conformance in the form of the set screw being backed out too far.